Manufacturer narrative:
Additional narrative: device was used for treatment. Device is an instrument and is not implanted/explanted. Visual inspections noted the detachable aiming device handle was received with a piece of the detachable aiming device (sd03.802.203) assembled in the distal end of the instrument. The material on the handle portion of the device has been deformed. It appears that the top of the device has been impacted or struck. There was gouging and nicks on the overall device. The broken piece of the detachable aiming device (sd03.802.203) was removed from the detachable aiming device handle by depressing the release and holding the handle upright. The handle was inspected with the appropriate inspection gauges and met the functional requirements. The device functioned as intended after removal of the damaged mating component. A review of the device history record showed that there were no relevant issues that could contribute to this complaint condition.

Event description:
During final tightening of an anterior lumbar interbody fusion procedure, it was noted that the detachable aiming device handle would not turn and was broken. The surgeon did not use the handle but was able to use the inner sleeve to remove the aiming guide from the implant. Part of the screw broke in the guide handle and is stuck in the handle. The surgeon had to use the aiming guide and not the handle. The procedure was completed and was not prolonged. The post operative film looked good. This is 1 of 2 reports for the same event.